Event description:
The reporter indicated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was removed and another same model lens was implanted. Sutures were not required.

Manufacturer narrative:
(B)(6). Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known impact or consequence to patient, torn material. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).